Event description:
A report was received that a pt had an infection at the implantable pulse generator (ipg) site. The pt took zyvox for the infection. The pt was reprogrammed and is reportedly doing well after the programming.